Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, accuracy testing of architect tacrolimus reagent lot 44086fp00. A review of complaints determined that there are no trends for the product for the complaint issue. A review of tickets determined there is as expected complaint activity for lot number 44086fp00. Return testing was not completed as returns were not available. Accuracy testing was performed with a retained kit of lot 44086fp00, and all specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect tacrolimus reagent lot 44086fp00 was identified.

Event description:
The customer observed falsely elevated architect tacrolimus results on one kidney transplant patient. The results provided were: renal transplant performed on (B)(6) and tacrolimus on (B)(6) = around < 10 ng/ml. On (B)(6) 2023 sid (B)(6) 1:1=> 30 ng/ml; 1:4=60.30 ng/ml. On (B)(6) 2023 sid (B)(6) 1:1= >30 ng/ml; 1:2= >60 ng/ml; 1:3=77.1 ng/ml; 1:4=76.6 ng/ml. On (B)(6) 2023 sid (B)(6) 1:1=>30 ng/ml; 1:3=39.60 ng/ml there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect tacrolimus results on one kidney transplant patient. The results provided were: renal transplant performed on (B)(6) and tacrolimus on (B)(6) = around < 10 ng/ml on (B)(6) 2023 sid (B)(6) 1:1=> 30 ng/ml; 1:4=60.30 ng/ml on (B)(6) 2023 sid (B)(6) 1:1= >30 ng/ml; 1:2= >60 ng/ml; 1:3=77.1 ng/ml; 1:4=76.6 ng/ml on (B)(6) 2023 sid (B)(6) 1:1=>30 ng/ml; 1:3=39.60 ng/ml there was no reported impact to patient management.